Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after filling a cartridge with 200 units of insulin. In addition, the customer was not seeing drops of insulin exit from the end of the tubing after filling with approximately 30 units. The customer reloaded the cartridge and filled the tubing with an additional 10 units and was still unable to observe insulin dripping out. Then, an additional minimum fill notification occurred. A new cartridge was successfully loaded and the customer successfully completed the load process. The customer¿s blood glucose level was 73 mg/dl.